Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: additional, changed, and/or corrected data: d.1., d.2.a., d.2b., d.9., h.2., h.3., h.4., h.6., h.11.

Event description:
Healthcare professional through company representative reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (b)(6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional through company representative reported "rupture". This record is for an unknown side. Device was explanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This record is for the left side.